Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, noise was observed on the atrial lead. The lead was capped and replaced during a device change-out due to eri. No patient complications.